Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. Associated medwatches: [mr# 1221934-2018-50709], [mr# 1221934-2018-50708], [mr#1221934-2018-50710], [mr# 1221934-2018-50712], [mr# 1221934-2018-50713], [mr# 1221934-2018-50714], [mr# 1221934-2018-50715], [mr# 1221934-2018-50716], [mr# 1221934-2018-50717].

Event description:
Information received via the post market clinical follow up truespan survey. The doctor reported issues with truespan jams, pullouts and delays.

Manufacturer narrative:
Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint was opened as a general complaint based on a doctor¿s survey. Attempts were made to obtain more information about the products, the failures and the procedure. However, no further information was available even after multiple attempts made. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.